Event description:
The customer reported that his ultralink blood meter was giving false readings and the paramedics were called due to low blood glucose. The customer stated that the paramedics just looked him over because he was able to bring back his glucose level and he does not have any issues at the time. Advised the customer to contact lifescan for the ultralink blood meter issues. The customer's recent glucose reading was 271mg/dl, and he has treated with the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.